Event description:
On (B)(6) 2026, doctor ((B)(6)) reported to cas that a patient was planned for a toric marker at 90 degrees and that they noted that it was 180 degrees.

Manufacturer narrative:
Review of procedure reveals the bed was not in the correct alignment with the system. Recommend review of alignment card. System functioned as designed. The procedure was completed with the toric iol on the incorrect axis. Patient required follow up surgery to rotate the toric iol to the correct axis. No further intervention was required. Patient had a post-op appointment on (B)(6) and is doing well with 20/15 and 20/20 vision. No further clinical follow up required.